Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) undersensed ventricular fibrillation (vf), causing the s-ICD to not deliver therapy. The patient experienced a syncopal episode due to this and the vf rhythm eventually self-terminated. The patient was hospitalized and review of the system noted oversensing of noise, potentially from an epileptic seizure the patient had around the time the noise was documented. X-rays taken did not reveal any anomalies with the system. The s-ICD remains in service and no additional adverse patient effects were reported.